Event description:
It was reported, the patient never had therapeutic effect. It was noted the stimulator turned itself off. It was reported, the patient was bedridden at a hospital. It was noted, the patient had been in the hospital for three months. It was reported, the patient had bed sores at the stimulator location. It was noted explant was suggested. It was reported, the patient¿s device was not working.

Manufacturer narrative:
Product ID 3889-33, lot# va045as, implanted: 2013 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3037, serial# (B)(4); product type programmer, patien.t (B)(4).